Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the procedure, a screw was fractured and a piece was retained by the patient. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screw confirmed the screw fractured at its third thread from the head end. The fractured screw was sent to sem for further evaluation. Fracture surface showed sheared ductile overload dimples identified in the center of the fracture indicating the crack propagation direction. It was determined that the screw experienced a bending over-load fracture. Device history record was reviewed and no discrepancies were found. No medical records were provided. No further event information available at the time of this report.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.